Event description:
It was reported, approx 20 years postoperatively, the pt presented to the hospital due to dyspnea on exertion and chest tightness. An echo revealed a frozen aortic leaflet and moderate to severe tricuspid valve insufficiency. The pt underwent redo aortic valve replacement, tricuspid valve annuloplasty and CABG x2. Upon explant, the surgeon noticed one of the leaflets were impeded, there was fibrinous material in the valve hinge mechanism and the annulus around the sewing cuff was severely calcified. The pt was placed on intraaortic balloon pump via right femoral artery near the end of the surgical procedure. Add'l info has been requested.